Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the problem. The fse checked and re-seated safety disk and all connections. The fse then performed various functional tests, but the unit still failed. Then, the fse opened the unit up, checked & re-seated vacuum and pressure lines, and all was good. The fse lubricated the safety disk o-ring. The unit then passed ¿safety disk leak test¿. All functional and safety tests per manufacturer specifications were performed. The unit passed all functional and testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance performed by the site biomed, the cs300 intra-aortic balloon pump (iabp) unit was failing the safety disk test. There was no patient involvement.